Event description:
Provider states that this joystick just came back from being repaired and about 4 hours after they installed it on the end users chair stopped. Provider states the lights on the joystick are still. Consumer told provider they were at a horse racing track when the chair stopped and someone had to manually push him back inside.